Event description:
The following information was reported to gore: (date: 21-may-2026), the patient underwent endovascular treatment of abdominal aortic aneurysm using the gore® excluder® aaa endoprosthesis (excluder device, trunk ipsilateral leg). Access was obtained via the bilateral femoral artery, a guidewire and catheter were used to reach the descending aorta, a stiff guidewire (amplatz) was then used via the introducer sheath (dsf1833). The device was delivered the target position below renal artery; there was no rotating of the delivery system during the delivery. With fluoroscopic guidance, the device was deployed till ipsilateral leg, and guidewire was selected to ipsilateral leg, and the position is confirmed under imaging. A guidewire (amplatz) to exchanged, to descending aorta. A balloon was used to dilate the proximal region of the endo, the balloon was withdrawn and an iliac branch stent graft was delivered to bridge the ipsilateral leg to the upper edge of the bifurcation of left internal and external iliac artery. The delivery catheter was planned to be withdrawn but it was found that it couldn't. It seemed that a line was pulling the tip of catheter, leading the tip curved with tension. Despite multiple attempts, it still couldn't be withdrawn. Therefore, the deployment line access hatch on the handle was opened, firstly fixed the proximal end of the deployment line with pliers, then cut it off, pulled second deployment line and found that the tip of catheter curved with tension, there was a line pulling on the edge and prevented the tip from going down. Therefore, a balloon was used to secure the tip catheter tightly against the vessel, then forcefully pulled the line to breakage, withdrew the balloon. The delivery catheter could be withdrawn successfully. Contralateral leg was deployed and withdrew the system successfully. Patient tolerated the procedure and no adverse consequence.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.